Event description:
Info was received that reported the pt had been hospitalized in 2008 due to an incident of hypoglycemia. The pt's spouse reports that the pt had been experiencing labile blood glucose with periods of unexplained lows. The reporter could not go into specific details in regard to the adverse event, and the reporter declined to return the device for eval.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.